Event description:
It was reported that, prior to the start of a planned three-vessel coronary revascularization, a fusion oxygenator was being primed and prepared for use in a patient . Priming was performed without complications; however, upon initiating recirculation with the heat exchanger, a large amount of fluid was expelled from the bottom of the oxygenator. The purge was stopped due to the fluid expulsion, and the oxygenator was switched to a new oxygenator. The patient was reported to be alive with no injury, and no impact to the patient, no medical or surgical intervention to prevent permanent impairment, and no hospitalization extension were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.